Event description:
This incident involves two separate devices. As a result, two separate mdrs are being submitted (2954917-2007-00004 and 2954917-2007-00005). The physician was treating a female patient who presented with a left ica occlusion. The patient was treated approximately 3 hours post symptom onset. Following imaging, it was noted that the patient's ischemic stroke originated with a left ica-t occlusion extending through distal m1 territories. The physician began treatment by administering 0.6mg/kg IV-tpa. Following no improvement, the physician moved forward with a merci embolectomy procedure utilizing a retriever l5. The physician made a first pass with a retriever l5, deploying all loops distal to the clot. During a slow pull, the clot seemed to be moving, but the physician encountered a tremendous resistance at the ica terminus. At this point, the physician relaxed the tension on the retriever l5 but it fractured on the next pull leaving the fractured tip in the clot. The physician indicated that the device was not torqued and the microcatheter position was maintained as per the instructions for use.

Manufacturer narrative:
The physician attempted to retrieve the l5 tip with a microvena snare 4mm (not manufactured by concentric medical), but was unsuccessful. The physician then used a second retriever l5 but could not pass the clot. The physician switched to a retriever x6 and was able to pass the clot and deploy the device. During a pull-back, the retriever x6 fractured in the clot in the ica terminus. The physician mentioned that he did not relax the device during the pull back. It was decided that the factured tips would be left in the thrombus in the ica terminus. The physician noted that the tips did not cause the patient any clinical sequelae. The patient subsequently expired due to progression of the stroke. Because the devices were not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for the devices that were shipped to the site were reviewed and no anomalies were found that are related to this complaint.